Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 27mm 3300tfx aortic valve was explanted after an implant duration of 3 years, 2 months due to unknown reason. The explanted valve was replaced with a 27mm 11060a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Manufacturer narrative: updated sections: b5, b7, g3, g6, h2, h6 health effect - clinical code, device code(s), and type of investigation. Intermediate, or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 27mm 3300tfx aortic valve was explanted after an implant duration of 3 years, 2 months due to endocarditis (mssa). The explanted valve was replaced with a 27mm 11060a valve. Per medical records, the patient presented with left sided weakness and fever and was diagnosed with intracranial hemorrhage, prosthetic endocarditis, aortic root abscess, and third-degree heart block. Blood cultures were positive for mssa and was started on IV antibiotics. The patient underwent redo-avr modified bentall with 27mm 11060a valved conduit, and extensive debridement of aortomitral curtain with patch repair of left atrium and annulus. Post bypass tee showed no pvl. Temporary chest closure was performed, and the patient was transferred to cvicu. The patient was discharged on pod #12. Per pathology report, clinical indications were aortic valve abscess and acute bacterial endocarditis.